Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded and evaluated with no errors observed. A manual test was performed and it passed. Functional testing was performed and it passed. The receiver case was opened for an internal visual inspection and it passed. The reported event of an overheating device was not confirmed. The root cause could not be determined.